Event description:
It was reported that a perforation, cardiac tamponade and pericardial effusion occurred. A 2.00mm rotapro and a 3.0 x 48mm synergy were selected for use in a complex calcified left anterior descending (lad) artery with long diffuse disease with ostial disease at the origins of d1 and d2. Prior to rotablation, ivus was performed with appropriate sizing of the vessel being investigated. It was noted that the proximal healthy lad was 4.0mm, the minimal lumen diameter was 2.0mm with concentric calcium, and distal was 3.0mm diameter. It was decided to use a 2.0mm burr with a rota floppy wire. The rotapro was prepped and platformed at 160000 rpm outside the patient and then rotational atherectomy was performed. A 3.0 x 48mm synergy was placed to the proximal to mid lad. It was noted that a dissection was seen at the distal end of the synergy. A further 2.5 x 16mm synergy was implanted providing good thrombolysis in myocardial infarction (timi) 3 flow to the lad. Post stenting the d1 had timi 2 flow and d1 had timi 1 flow due to narrow ostial disease. The d2 was unable to be wired. The vessel was wired using a non-bsc microcatheter and wire escalation using non-bsc guidewires. Once the a non-bsc guidewire was advanced to what appeared to be the true lumen of the distal d2, the length of the second diagonal artery was then ballooned with a 1.25mm semi compliant balloon. The patient returned later in an acute setting and the patient went into cardiac tamponade and a pericardiocentesis was performed. Perforation was observed in the diagonal artery. Once stable the patient was transferred to surgery. It was noted that in the physician's opinion the complication was not caused by the rotapro or the stents. It was further reported that the long target lesion was located in the non-significantly tortuous and 50% stenosed vessel. After the 2.00mm rotapro was used no complication was evident. To treat the dissection that occurred distal to the 3.0 x 48mm synergy, the 2.5 x 16mm synergy was implanted. A non-bsc wire was used to access the second diagonal artery. Perforation occurred with this wire causing the cardiac tamponade and pericardial effusion. The patient became hypotensive in recovery and was taken back to the lab. The patient status was stable post-procedure.

Event description:
It was reported that a perforation, cardiac tamponade and pericardial effusion occurred. A 2.00mm rotapro and a 3.0 x 48mm synergy were selected for use in a complex calcified left anterior descending (lad) artery with long diffuse disease with ostial disease at the origins of d1 and d2. Prior to rotablation, ivus was performed with appropriate sizing of the vessel being investigated. It was noted that the proximal healthy lad was 4.0mm, the minimal lumen diameter was 2.0mm with concentric calcium, and distal was 3.0mm diameter. It was decided to use a 2.0mm burr with a rota floppy wire. The rotapro was prepped and platformed at 160000 rpm outside the patient and then rotational atherectomy was performed. A 3.0 x 48mm synergy was placed to the proximal to mid lad. It was noted that a dissection was seen at the distal end of the synergy. A further 2.5 x 16mm synergy was implanted providing good thrombolysis in myocardial infarction (timi) 3 flow to the lad. Post stenting the d1 had timi 2 flow and d1 had timi 1 flow due to narrow ostial disease. The d2 was unable to be wired. The vessel was wired using a non-bsc microcatheter and wire escalation using non-bsc guidewires. Once the a non-bsc guidewire was advanced to what appeared to be the true lumen of the distal d2, the length of the second diagonal artery was then ballooned with a 1.25mm semi compliant balloon. The patient returned later in an acute setting and the patient went into cardiac tamponade and a pericardiocentesis was performed. Perforation was observed in the diagonal artery. Once stable the patient was transferred to surgery. It was noted that in the physician's opinion the complication was not caused by the rotapro or the stents.